Event description:
Customer contacted beckman coulter inc., (bci) stating that the triglyceride cartridge was empty, and the fluid was found outside the cartridge. No injury was reported on this issue.

Manufacturer narrative:
The customer was sent a replacement for the cx triglyceride reagent.